Event description:
The customer reported to customer service that she purchased her breast pump on (B)(6) 2012 and began using it immediately 7+ times per day. On (B)(6) 2012, she developed a breast infection which caused her to lose her milk and she is no longer able to breast feed.

Manufacturer narrative:
Customer service sent a replacement pump to the customer so that she can return it for a refund to the retail location where she purchased her original pump. Attempts to f/u with the customer to get add'l complaint info, including medical treatment received, if any, and to get the pump back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Should add'l info and/or the product be received, resulting in new, changed, or corrected info, a f/u report will be filed.